Manufacturer narrative:
Device is a combination product. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in the coronary artery. A 2.50x38mm promus element long drug-eluting stent was selected to treat the lesion. During preparation, when the stent delivery system was advance over the guidewire, the physician noticed that one of the stent struts was opened and the physician decided not to use the device during the procedure. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR: stent delivery system was returned for analysis. The stent was detached from the delivery system and was not returned for analysis. The bumper tip of the device showed no signs of damage. The balloon body was reviewed and no issues were noted with the overall balloon. The balloon wings were tightly folded apart from two locations where the folds were slightly relaxed. There were no signs that the balloon was subjected to positive pressure but solidified media was evident inside the inner lumen. A visual and tactile examination found several kinks along the hypotube shaft. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination of the outer and mid-shaft section found severe damages on the extrusion. There were several kinks along the midshaft and also the midshaft was stretched at the port bond site 10 mm distal from the hypotube to midshaft bond for over 7 mm. The port bond site was stretched for 5 mm. The inner was also severely damaged and twisted close to the port bond area; the inner was stretched starting at 2 mm distally from the bicomponent bond for 33 mm and also at the port bond site. This type of damage is consistent with excessive force being applied to the delivery system. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in the coronary artery. A 2.50x38mm promus element ¿ long drug-eluting stent was selected to treat the lesion. During preparation, when the stent delivery system was advance over the guidewire, the physician noticed that one of the stent struts was opened and the physician decided not to use the device during the procedure. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.